Event description:
A report was received that the patient had a burn located on top of the implant. It was stated that the patient placed the charger on the back, fell asleep and as a result the patient incurred a burn over the battery site. The physician referred the patient to a neurosurgeon to have the battery relocated.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-5312, serial #: (B)(4), description: scs charger 2.0.

Event description:
A report was received that the patient had a burn located on top of the implant. It was stated that the patient placed the charger on the back, fell asleep and as a result the patient incurred a burn over the battery site. The physician referred the patient to a neurosurgeon to have the battery relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the risk of infection. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.